Event description:
According to the distributor's report, a physician was using the device to close an eyebrow laceration. During application, some of the adhesive dripped into the pt's eye. The dr was able to remove the device with petroleum jelly and water. No adverse event to the pt was reported.